Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 1 of 4 the patient encountered an air detected in cassette warning. The patient noticed a leak in the catheter. The treatment was cancelled and when the patient opened the cassette door, although there was no fluid in the pump module area there was fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient declined to do manual treatment as that time because of the leak in the catheter line. Upon follow up, the patient¿s pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was administered prophylactic antibiotics. The patient received a new catheter line as well as the new cycler one day after event and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The balloon valve actuation test passed. The patient sensor test passed. The post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. No fluid leaks in test cassette during the treatment test..an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and within the recesses behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 1 of 4 the patient encountered an air detected in cassette warning. The patient noticed a leak in the catheter. The treatment was cancelled and when the patient opened the cassette door, although there was no fluid in the pump module area there was fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient declined to do manual treatment as that time because of the leak in the catheter line. Upon follow up, the patient¿s pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was administered prophylactic antibiotics. The patient received a new catheter line as well as the new cycler one day after event and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.